Event description:
Spontaneous call from patient to report cassette lot# 4192036 no disposable alarm when attached to pump. Patient switched to back up pump, same alarm resulted. Patient mixed a new cassette and pump is running fine. No significant interruptions in therapy, no adverse events resulted. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace cassette? Yes. Did the patient have a additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.